Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's tubing came apart at the tubing connector and it was noticed when the patient walked. The site location was patient's abdomen and the pump was located next to the patient on the bed. The infusion was being used for 24 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of any unsure of any stress or pull on the tubing as the patient was sleeping and the pump was not dropped with the set connected to the patient's body. No further information available.